Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl (5000mcg concentration and unknown dose) via an implantable pump. The indications for use was spinal pain. It was reported that the healthcare provider (hcp) called in and stated the patient had a fill today and they had a loss of consciousness and needed resuscitation. The hcp stated they gave the patient 0.1ml of narcan and the patient perked up. The patient was transferred to the ER and they were planning to empty the pump. The hcp stated that the septum might be damaged during the process of a tough fill that started 180 days ago roughly. The manufacturer's technical services specialist (tss) asked when the issue started and the caller stated the last fill was about 3 months ago and they had trouble filling the pump and had to resort to larger and larger needles. The hcp stated the patient did not have any issues until today. The hcp also stated the first time they rechecked the pump they did not put it back in, but emptied it and that was when the patient lost consciousness. The manufacturer's technical services specialist (tss) provided code to shut pump off.